Event description:
After seconds series of cutting, there was a small extravasation consistent with a small perforation at the treatment site. A 5.5x20mm balloon was held up at nominal pressure for two min and follow up angiography showed near complete resolution of the perforation. A 6x40mm stent was deployed across the proximal sfa and angiography confirmed a near total resolution of the perforation.